Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Section e reporting institution phone #: (B)(6).

Event description:
It was reported that there was a speaker malfunction, and the device did not produce sound. The device was in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
Philips received a complaint on the intellivue x3/mx100 patient monitor indicating that there was a speaker malfunction error message. The sr. Field service engineer confirmed the device did not produce sound and no further information is available as the customer has declined any additional service. Therefore, the root cause is unable to be determined. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.